Event description:
The patient reportedly experienced a lack of progress. The patient was seen at the center for speech perception evaluation and programming adjustments. However, the reported problem was not resolved. Due to the lack of patient progress, the decision was made to explant the patient's device. Surgery to explant the patient's c1 device is to be scheduled.